Event description:
It was reported that the customer was unable to attach the luer connector and cartridge to a replacement ilet during initial setup, although the connector and cartridge attached to the prior pump being returned. Symptoms included no adverse clinical effects. Outcomes included device replacement. Investigation included troubleshooting by customer support and consultation with clinical support, which determined the pump required replacement. Investigation of this case revealed a device¿connector attachment problem associated with the pump¿s cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.